Event description:
The customer has no more space on the unit for images. No pt injury was reported.

Manufacturer narrative:
The ge service rep erased the pt data by removing the header dat file. He tested the system to ensure proper operation.